Event description:
Customer said that when she was filling her son's pod she heard a "cracking noise". The pod beeped and primed, so she put it on her son. She said that his blood glucose (bg) right before he changed this pod (at 8pm) was 277 mg/dl. She said he gave a correction bolus, and a meal bolus for the dinner he was going to eat. After he ate, he activated this pod. She said the next morning he woke up with a bg of 421 mg/dl. She did not think the pod was delivering insulin correctly, so she removed it. She said the cannula was not bent or kinked, and the site looked normal.

Manufacturer narrative:
The product was returned and evaluated. The evaluation indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The user is instructed in the user guide to monitor blood glucose levels frequently. By following this recommendation, the user would become aware of their high blood glucose and start a new pod or backup therapy if needed. This was identified as a reportable event during an ongoing review of the system.